Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was poor barrier separation of sample. The following information was provided by the initial reporter. (1 of 2) it is reported customer experienced several sample quality issues. Verbiage received, -"regarding the serum red top 6ml device there is an issue where a great big fibrin clot formed after letting it clot for 2 hours before centrifugation." 05-feb-2021: additional information: "it had an unusual layered appearance of serum, clot, serum, red blood cells. Specimen centrifuged within 2 hours, in a swing bucket. No erroneous results and no medical intervention."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record or complaint history could not be conducted. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was poor barrier separation of sample. The following information was provided by the initial reporter. (1 of 2) it is reported customer experienced several sample quality issues. Verbiage received, -"regarding the serum red top 6ml device there is an issue where a great big fibrin clot formed after letting it clot for 2 hours before centrifugation." 05-feb-2021: additional information: "it had an unusual layered appearance of serum, clot, serum, red blood cells. Specimen centrifuged within 2 hours, in a swing bucket. No erroneous results and no medical intervention."